Event description:
In 2004-- patient underwent umbilical hernia repair during which a kugel patch was implanted. Five years post-implant the patient began experiencing abdominal pain. Patient underwent CT scan and other testing to try to determine the cause of the pain. She then noticed something beginning to "point" through her skin, which became more noticeable as time passed. Surgeon scheduled a procedure to remove the object. In 2009- during out patient surgery, an unspecified length of the "ring" was removed through a small opening made in her abdomen. Mesh itself remains in place.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.